Manufacturer narrative:
On (B)(6) 2017 field service engineer (fse) arrived at the site for repair/ intervention. The fse adjusted the substrate syringe sensor and cleaned & lubricated the substrate syringe. He was able to prime the substrate and perform daily checks without errors. The customer ran controls and verified the results. No further action was required. The probable cause of the event was fault/failure of the substrate syringe. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2017 a customer reported receiving error 2017 on start up, with their aia-360. She attempted to reboot with no resolution . The customer denied seeing air bubbles in the substrate line and repositioned the line in the bottle. She also removed the back cover and note the b/f probe tubing was attached. A field service engineer (fse) was dispatched. The reported issue with their aia-360 instrument has the potential of delay of reporting patient results for bhcg and e2 which were purchased within 120 days prior to aware date. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.